Manufacturer narrative:
Device 29 of 60. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the starter hole was off-centered in wafers. The products were used. There was no harm reported and a photograph depicting the issue was received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI) h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary returned sample evaluation: a photo was received by the customer in which the defect reported can be observed. No unused return samples were received. Conclusion summary of the related event: based on the batch record review carried out, no issues regarding to the defect was found in the documentation. In addition, the ncr and complaint search showed no trend regarding the off center failure mode. Furthermore, based on the feedbacks provided by process engineering department, this line is currently stopped, pending realization of the decommission process. The planning area was reached out and there is no manufacturing order planned to run for this line at this time. A notification of the issue was performed to the involved personnel. As a preventive / containment action, a special tighten sampling testing was stablished for the line to verify the centralization of the center hole of the wafer, as per drawing specification, just in case the line run before the decommission process is ended. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.